Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right upper lobectomy procedure, the staple was protruded. The cartridge came off and dropped into the patient. Another device was used to complete the case. There was no patient consequence.